Event description:
Diaphragmatic hernia caused during radio frequency ablation. Dr at hosp used boston scientific rfa equipment to percutaneously ablate lesion that metastasized to liver. This resulted in a diaphramgmatic hernia. Colon migrated through this hole in diaphragm and became lodged in chest cavity. Repaired this damage five months later.